Manufacturer narrative:
The device was sent returned for evaluation. The technician preformed diagnostic testing on the device speaker and found that the device speaker was not producing audio when performing the startup test. The technician replaced the device speaker - foxlink d speaker - (B)(4). The device passed all functional testing. The device was operational after repairs were completed and returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating that the device was not producing sound. The device was not in use.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. There was no patient involvement.